Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required the replacement of a power cord. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.